Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non- health care professional reported incomplete flap, the patient squeezed (movement) causing the internal vacuum sensor to trip (vacuum check failure), instigating the treatment to be aborted in the patient left eye during lasik surgery. The patient will heal before undergoing photorefractive keratectomy in the left eye, even though the procedure was not finished.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: system was successfully verified after the surgery date. Reporter company representative provided additional input on the events: surgeon did use a wired, crank lid speculum; however, the surgeon consistently uses excessive moisture during the docking process and the patient's upper lid was closer to the suction ring increasing the possibility to break suction. When the patient slightly squeezed, it didn't completely break suction; however, it caused the device to indicate that "vacuum exceeded limits". Surgeon finished treating the right eye (without any complications) and will let the left eye heal before proceeding with photo refractive keratectomy. With the combination of excessive moisture and the upper lid being closer to the suction ring, it made it easier for the patient to be able to break suction. Root cause could be determined as external, patient condition related. The manufacturer internal reference number is: (B)(4).